Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a ureteroscopy with stent placement procedure in the ureteral stone performed on (B)(6) 2021. During procedure, it was reported that when the physician tried to place the contour vl ureteral stent over the sensorwire, it would not advance and became buckled. It was noted that they were able to advance the contour vl ureteral stent on the back table however, it would not advance in the ureter. The procedure was successfully completed with a fixed length polaris ultra ureteral stent with the same sensorwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.